Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding patient on impella cp support due to cardiogenic shock (cgs), endured sepsis with a "possible" relationship to the impella device used: ¿patient had possible bal of serratia marcescens and citrobacter koseri. Zosyn given. Bronchoalveolar lavage (bal) and white blood cell (wbc) count was monitored. Cause of infection is unknown but sepsis happened after the impella procedure. Peak wbc count was 26.1 on (B)(6) 2024. The patient also endured worsening hepatic failure with a "possible" relationship to the impella device used: ¿patient had ast peak at 802 on (B)(6) 2024, alt at 590 on (B)(6) 2024 and total bilirubin peak at 2.4 on (B)(6) 2024. Baseline was unknown. Patient continued to have uptrend of serum aspartate transaminase (ast)/ alanine transaminase (alt). Labs were monitored throughout.¿ patient that endured atrial fibrillation with a "possible" relationship to the impella device used: ¿patient had atrial fibrillation on (B)(6) 2024. Potassium was 5.2. Renal was following for acute kidney injury (aki) and aware. Continuous renal replacement therapy (crrt) settings were adjusted. Amio bolus was given and patient continued on amio until death. The patient had recovered with no sequelae. Patient endured thrombocytopenia with a "possible" relationship to the impella device used: ¿patient's baseline platelets is unknown. Nadir level on (B)(6) 2024 was 42. Heparin-induced thrombocytopenia (hit) panel was negative. Aspirin was held. Patient was monitored throughout this admission and while on IV bivalirudin.¿ furthermore, patient endured hemolysis with a possible relationship to the impella device. The patient was treated with anticoagulation, p level was lowered, and impella was repositioned. The family decided to withdraw care. Patient expired. Medical safety review of the event noted the use of the impella cp device cannot conclusively be associated with the outcome (patient's demise). Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the thrombocytopenia, sepsis, hemolysis, and atrial fibrillation has been completed. The pump was not returned for investigation. According to the clinical notes, the patient had atrial fibrillation and was in normal sinus rhythm prior to death. The platelet count dropped to 42, which is considered thrombocytopenic (low platelet count). There were concerns regarding sepsis. Additionally, there was concern for hemolysis on, and the device was repositioned without success in resolving the hemolysis. According to the data log, no positioning alarms or motor current spikes were reported during the hemolysis event. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinal information was not provided. The cause of the thrombocytopenia issue was not determined due to insufficient clinical details. The root cause of the atrial fibrillation and the sepsis could not be determined without additional clinical details.